Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable test results for approximately 100 patient samples with unspecified ion-selective electrode (ise) assay(s) on the cobas 8000 ise module in the span of one hour. The results were believable and released outside of the laboratory. A clinician questioned the results. Later, the customer had an abnormal pressure error on the analyzer. They identified a partial clot in the sample probe and cleaned the probe. The customer repeated the samples and the results were "lower and correct." There was no allegation that an adverse event occurred. Investigation activities are ongoing.